Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer checked the error log and found errors 2049 and 2048. Both of these codes would cause the injector to stop, neither would be considered as contributing to customer's infiltration issue. Fse tested the injector per the optivantage service manual chapter 4 pn844962. All systems were within specification. The a side 125ml circuit was 15 psi high but within tolerance. The fse calibrated the position circuit to help minimize the 2048 error, cleaned the injector. Injector returned to full service by the customer.

Event description:
Customer reports, a male outpatient having a CT chest/abd/pelvis with contrast. IV access was the right ac with a 22ga angiocath. Optiray 320 prefilled syringe loaded into the injector (syringe discarded, unk lot number and expiration date). Injection protocol was 2ml per sec/100ml volume. Approximately 30ml of the contrast infiltrated into the arm. Pt's arm was elevated and ice pack was applied. IV restarted in the other arm, using all the same parameter, the scan was completed with no ade. Upon completion of scan, the pt was released to home with instructions to keep arm elevated.